Manufacturer narrative:
Clinical review: there is a possible temporal and causal relationship between the alleged patient use of the granuflo acid concentrate and naturalyte collective concentrate during hemodialysis and the adverse event of death. However, there is no ability to confirm the event or to obtain treatment records for the alleged death with granuflo and naturalyte use. There is no documentation in the complaint file of when and where this alleged event took place. The allegation was made in a (B)(6) post. Based on the limited information available, it cannot be determined if the use of the granuflo acid concentrate and naturalyte collective concentrate caused or contributed to the reported death of this patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A (B)(6) user reported that a patient passed away (date not provided) after using granuflo and naturalyte concentrate. There was no contact, patient, or product information provided. Additional information could not be obtained.

Manufacturer narrative:
Correction: this product is labeled for single use.

Manufacturer narrative:
Plant investigation: from the information provided in this allegation, there were no lot numbers, product codes, clinic or patient identifiers, or a specific timeframe recorded. Due to the lack of information present, an investigation could not be performed. Naturalyte product is not released if the requirements are not met or if product is considered nonconforming. Concentrate product is manufactured to meet aami requirements using validated processes and is released based on a determination that the finished product meets those requirements. Due to the limited information provided, a cause could not be established and the complaint cannot be confirmed.